Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (updated b3/b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed, it is likely the event was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a system failure. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported issue occurred during pre-use inspection for an unknown procedure, the purpose for which was treatment. The procedure was completed using another similar device. There was no delay in the procedure and no additional anesthesia was needed.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope images does not display. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. In addition, the curved rubber adhesive part was missing. The operating part angle fixing part was loose. Scratches were found on the operation part. Scratches were found on the grip. There were scratches on the angle lever. Scratches were found on the up/down plate. Scratches were found on the right/left plate. There was dirt on the switch button 1 part that was difficult to remove. Scratches were found on switch button 1. Scratches were found on the video connector. Scratches were found on the light guide connector. Scratches were on the light guide cover glass surface. Scratches were found on the video connector case. The video connector case was cracked. There were scratches on the up/down angle fixing lever. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.